Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the thoracic arch was angulated. As the first stent graft was being implanted, it started to deploy in the misaligned position. The physician immediately pulled the stent graft distally in order to avoid the misaligned deployment. This was successful; however, the stent graft landed 3 cm distal to the intended location. The decision was made to implant a second stent graft. The device was inserted and as deployment was initiated, the stent graft appeared to deploy in the misaligned position. The procedure was stopped for visualization; however, the physician was unsure if the stent graft was in the misaligned position. The stent graft deployment was completed and upon further examination, it was found deployed in the misaligned position, the springs on the lesser curve were not in contact with the lesser curve of the thoracic aorta (see MFR #2953200-2009-00050). There was a small blush of contrast, otherwise the patient is fine and will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other (required secondary intervention) - evaluation result: angulated aortic arch.